Event description:
Catheter on infusion set is described as being "too fat" for comfortable insertion. MFR is aware of problem but has not recalled this lot #. Newer style of infusion set is being offered under same model #. Rptr feels this should not be.